Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this this 980 ventilator alarmed with "fio2 (fraction of inspired oxygen) 0.21 or 1.0 can only be utilized" and "mix o2 (oxygen) flow oor (out of range)" messages and entered into buv (back up ventilation). The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue of unit entered buv from memory. The sp replaced the oxygen flow sensor and updated software. The unit passed all functional tests and calibrations as per manufacturer specifications at the time of service and was released to the customer in working condition. The likely cause of the event was isolated in the field to a potential fault in the oxygen flow sensor. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator alarmed with "fio2 (fraction of inspired oxygen) 0.21 or 1.0 can only be utilized" and "mix o2 (oxygen) flow oor (out of range)" messages and entered into buv (back up ventilation). The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that this this 980 ventilator alarmed with "fio2 (fraction of inspired oxygen) 0.21 or 1.0 can only be utilized" and "mix o2 (oxygen) flow oor (out of range)" messages and entered into buv (back up ventilation). The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue of unit entered buv from memory. The sp replaced the oxygen flow sensor (i.e. Breath delivery flow sensor for oxygen inlet). The unit passed all functional tests and calibrations as per manufacturer specifications at the time of service and was released to the customer in working condition. One oxygen flow sensor (i.e. Breath delivery flow sensor for oxygen inlet) was returned to medtronic for further analysis. The returned component was attached to the test ventilator, visual inspection revealed damage to the hot film element of the flow sensor. The analysis concluded that the returned flow sensor had damaged to the hot film element. The cause of the observed conditions was determined to be a faulty breath delivery flow sensor. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.